Event description:
It was reported that stent migration occurred. The target lesion was located in the mildly tortuous iliac artery. Following pre-dilation with a 9mm mustang balloon catheter, a 10x40x75 epic vascular stent was advanced for treatment. However, it was noted that stent jumping occurred when deploying the stent about 1mm. The stent was deployed and was fully apposed where it was supposed to be deployed and the procedure was completed. There were no patient complications reported and the patient was in good condition.